Manufacturer narrative:
(B)(4). The reported device was not returned; however, a receiver (sn (B)(4), mfg date: 5/21/2013) was returned for evaluation and there was no defect found.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return the device to be investigated.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.